Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. It was reported that this rv lead had a fracture, as well as the ra lead. It is believed that this happened due to subclavian crush. The leads were explanted but not returned to biotronik. The provided event date does not match this event description and the dates provided for the associated lead. Therefore, the event date was changed to match the event date for the associated lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body. In particular approx. 29 cm distal to the is-1 connector pin the insulation was found rubbed through. Blood penetrated the lead in this area. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.